Event description:
It was reported that a revision surgery was required due to loosening.

Manufacturer narrative:
The revised device was not a smith & nephew device. The initial MDR was filed prior to having that information.